Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed the stiffening stylet was severely unraveled at its proximal end and the core wire was broken. The stylet was observed to be protruding from the white lumen at the distal end of the strain relief at two separate locations. Very slight resistance was encountered when removing the stylet from the catheter. A microscopic observation revealed two large longitudinal splits in the white lumen just distal to the strain relief. The edges of the splits were observed to be rough and jagged, and the fracture surfaces were observed to be uneven but mostly granular. Additional damage was observed on the inner wall of the white lumen, especially toward the proximal ends of the splits, which extended much further into the molded joint than could be seen on the exterior of the catheter, indicating the damage originated from within the catheter. The location, shape, and extent of the damage observed on and within the catheter are indicative of damage caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, insertion of the stylet against resistance, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of reds1385 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found that the stylet was come out of the catheter near the bifurcation part during inserting the catheter into the patient. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds1385 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found that the stylet was come out of the catheter near the bifurcation part during inserting the catheter into the patient. There was no reported patient injury.